Manufacturer narrative:
Us reporting agent notified on; (B)(4) 2014. Reported device is not marketed in the us; however similar device(s) are. Samples received: open pouch; thread broken. There are no previous complaints of this code batch. There are no units in OEM stock. Without closed sample proper analysis can not be complete. Despite the fact that the samples are open and used we have tested the knot pull tensile strength and the results fulfill OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive action: not applicable.

Event description:
Country of complaint: while opening the suture package, the suture cracks without pulling the shaft or in the middle of the thread.